Event description:
It was reported to resmed that an s8 escape device started sparking, had a frayed power cord, and the on/off button flew off the device.

Manufacturer narrative:
The preliminary eval of the returned unit identified the possible cause of the failure as the ac appliance inlet connector. There was no adverse event reported for this incident.